Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the inspiratory autozero solenoid. The puritan bennett customer support engineer (cse) conducted final testing.